Event description:
Boston scientific crm received information that this local representative contacted technical services on november 16, 2009 to report that on (B)(6) 2009, this device exhibited a monitoring voltage of 2.56 volts associated with a 11.5 second charge time. Currently, the monitoring voltage is 2.3 volts with a 16.1 second charge time. The device's pacing percentage is very low and the patient has not received any shock therapy recently. The local representative asked why the voltage would drop so rapidly in one month.

Manufacturer narrative:
Technical services could not determine the cause of the rapid depletion and recommended that the patient should be scheduled for a device replacement procedure. Additionally, technical services discussed performing a memory dump and a save-to-disk for analysis prior to device explant. Technical services still recommended device explant since the device has already triggered eri (elective replacement indicator). Upon receipt, the device was successfully interrogated. Engineering calculations determined that this device passed longevity expectations. Pacing, sensing, and shocking functions were verified per bench top testing. Recorded impedance values from the programmer were normal. A review of the memory log verified that the device was functioning normal while implanted. The device was archived in-specifications.